Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Missing knife the analysis results showed that the (B)(4) device was received in good visual conditions and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended; however the device did not cut. The device was disassembled to verify the integrity of the internal components and the knife was missing.

Event description:
It was reported that during a low anterior resection procedure, the surgeon performed three fire circles on the rectum. The device performed a staple line only without cutting the tissue (the surgeon convinced that there were three different staple lines). After she understood the problem she switched to another device and the new device worked good because she was afraid from leaks from the anastamosis (there was a staple line on staple line). She moved to an open procedure and checked the anastamosis with her hand. Another like device was used to complete the procedure. Surgery was prolonged two hours.